Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, hemostasis of the blood vessel used for puncture was not achieved and resulted in a pseudoaneurysm. Vascular repair, as well as a thrombectomy, was performed the following day. No additional adverse patient effects were reported.